Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient was using incorrect aseptic technique during therapy. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown intraperitoneal antibiotics (doses, frequencies, and routes not reported). On unknown dates, pd therapy was discontinued and hemodialysis was started. On an unreported date in the month following the month of onset, the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained in proper aseptic technique. No additional information is available.